Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported she has been having elevated blood glucose readings since the previous month. She stated she is new to insulin pump therapy and does not believe she is getting enough insulin. She said she is in her first trimester of her fourth pregnancy and has had elevated readings with each pregnancy. The patient stated that yesterday, her blood glucose reading was 300 mg/dl and she felt "kind of sick." She injected 10 units of insulin to correct her reading. She said at 12am her reading was 191 mg/dl. She stated, she woke up this morning and ate a breakfast of bacon, eggs, and 2 slices of bread and her blood glucose was 425 mg/dl. She took an injection of 15 units of insulin and has not checked her reading again. She stated she feels fine. To troubleshoot, the patient was instructed to check the time and date on her insulin infusion device, and she confirmed they were accurate. Basal rates on the device were checked and confirmed to be accurate except for the time of 12am-1am which was set at 10.0 units instead of 0.5 units. She said she is unsure if it should be set at that and may have accidentally changed that 1 hour. The patient was advised to check with her doctor to determine her basal rates should be adjusted. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.